Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room on the morning of report complaining of nausea and vomiting. The patient had felt that way since they woke up from surgery. The patient was hospitalized. The logs were checked and all logs looked appropriate. A (B)(6) study was performed on (B)(6) 2014. The catheter was in the intrathecal space, the catheter was aspirated and the dye was visibly coming out of the tip of the catheter. The physician ordered a new syringe to change out the medication in the pump. It was noted the actual volume would be compared to the expected at the time. The pump system was delivering dilaudid. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information received reported that the patient was seen during the week of the report. The old medication was removed and replaced. There was no reported volume discrepancy. The rate was decreased by 40%. The patient was seen 10 days later with significant improvement. At that time, the rate was then increased by 10%. The patient was reportedly feeling better. At the time of the event, the patient was also taking percocet, carbamazepine, clonidine, and tramadol.